Event description:
Customer reportedly received results of 24.5 mmol/l and 9 mmol/l within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Affiliate reported that pt developed enlarged ventricles and as a result the device was revised.